Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump would not accept a blood glucose value lower than 150 mg/dl unless carbohydrates are entered as well." In addition, it was reported that during the load process, the fill tubing took longer than expected to complete. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.